Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient underwent fusion surgery in which rh-bmp2/acs was used. As per the operative notes ".. We were able to get a firm resistance with a 10 millimeter distracter and so we used a 10mm trial with the cage trial withdrew this, shaped our opening a bit because the posterior corners were in apposition. We were able to easily protect the roots and allow for adequate spacer. We had reconstituted rhbmp-2/acs a half hour before placement and used one of the four sponges and the interbody two across the midline before placement and one beneath the opposite annulus after placement of the cage.¿ the patient tolerated the procedure well without any intraoperative complications.